Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Device evaluation: the device's clinical data file was returned to zoll medical corporation. Review of the provided clinical data file determined that the ECG rhythm does match the criteria the algorithm has for shockable rhythms. Two of the 3 segments used in the algorithm were deemed shockable due to the detected low number of peaks and low normalized amplitude that matched the definition of vf. Low signal amplitude can make peak detection difficult for the algorithm. The electronic file has been added to zoll's ECG library. It was concluded by review of the device log that the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "shock advised" prompt for a rhythm clinicians believed was non-shockable. Complainant indicated no shock was delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.